Event description:
It was reported the needle mechanism failed. The patient's blood glucose levels were unaffected, and the pod was worn for less than an hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received not deployed. The linkage assembly was in the not deployed state and the slide insert was not seen in the viewing window. The download data showed that the device completed 46 pulses before being deactivated; all pulses were first prime pulses. The device did not deploy because second prime was not completed. The drive mechanism was inspected and no damages or deficiencies were observed that would have interfered with the devices ability to deploy. No other damages or deficiencies were observed during the investigation; the device functioned as intended.

Manufacturer narrative:
Lot no changed from l50131 to l50163. Expiration date changed from 8/20/2022 to 9/30/2022. Unique identifier (UDI) # changed from (B)(4) to (B)(4). Device mfg date changed from 2/20/2021 to 3/30/2021.